Event description:
Pt found on floor in pt room beside bed, after nurse heard call for help. All 3 side rails were up. The top side rail on the right side of the bed was discovered to be bent out after the accident.